Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the surgeon advanced the tissue retaining pin, closed the jaws and fired the tl60. This was the first time the instrument had been fired. The surgeon then noticed that no staples had been fired. A second instrument was used to complete the case. There was no consequence to the pt.